Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was broken. It was also noted that the lens and side bail covers were broken, the battery release, heart block, heart wire contacts and lead flex cover were contaminated, and the keyboard was damaged. (B)(4).

Event description:
It was reported the epg (external pulse generator) was dropped and has a broken display. The epg was returned for repair, analyzed and tested out of specification. There was no patient involvement.